Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. Interrogation showed that the patient's right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.